Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had blank display and alarmed weak battery. Customer stated that he replaced the battery due to the battery was low but the insulin pump would not power on. Customer replaced with new battery and got weak battery alarm. Troubleshooting was done. Customer's blood glucose was 400 mg/dl; customer was off the insulin pump for 90 minutes. Customer treated with insulin pump. Performed self test and test passed. Advised the customer that battery cap and belt clip would be replaced. No further information provided.